Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the upper trigger of the small battery drive device became jammed. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2018-54591 is a duplicate of MFR# 8030965-2018-54614. Reference MFR# 8030965-2018-54614 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.